Event description:
It was reported that during implant the atrial lead exhibited low sensing and high capture values. The lead was removed and replaced. Pt condition was good before and after procedure.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.